Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: kwq, mni, mnh, kwp, nkb. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation, device is implanted. (B)(4). Investigation summary : complaint summary: it was reported that on (B)(6) 2021, apparent dislodging observed in post-op films. In reviewing a post-op x-ray, the doctor observed that one of the matrix polyaxial heads may have dislodged from the matrix bone screw at l3. There were no obvious issues with implants or instrumentation intra-operatively and the surgeon followed the surgical technique guidelines to verify the implant placement prior to final tightening. Implants were placed on (B)(6) 2021. Unknown if future revision will be required. This complaint involves two (2) devices. Photo investigation: the device was not returned. A photo-investigation was performed on the x-ray image located in pc attachment ¿(B)(4)". Upon investigating the x-ray provided, one of the matrix screw is found little dislocated from polyaxial screw head. However, the dislocation of the screw head cannot be confirmed based on provided x-ray. The root cause of the dislocated matrix screw from polyaxial screw head cannot be confirmed based on the available x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, apparent dislodging observed in post-op films. In reviewing a post-op x-ray, the doctor observed that one of the matrix polyaxial heads may have dislodged from the matrix bone screw at l3. There were no obvious issues with implants or instrumentation intra-operatively and the surgeon followed the surgical technique guidelines to verify the implant placement prior to final tightening. Implants were placed on (B)(6) 2021. Unknown if future revision will be required. This complaint involves two (2) devices. This report is for one (1) ti matrix top loading polyaxial head. This report is 2 of 2 for (B)(4).